Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over800 mg/dl while wearing the pod between 4 and 24 hours. The patient reports upon arrival at the airport they had been vomiting. Once at the hospital the patient was treated for hyperglycemia. The patient was given an ultrasound and lab tests were administered. The patient reports they could not apply a new pod prior to leaving then hospital as the hospital had misplaced the charging chord to their controller. The patient was discharged from the hospital after 3 days.